Manufacturer narrative:
The hook cev2295a 3pk n5 for hook handle (cev2295a) was not returned for evaluation: the product of objective evidence was not returned, so the evaluation could not be performed. Therefore, an investigation into the cause was unable to be performed. According to the client, the blue coating peels off during surgery; he also indicated that the problem is recurring. Root cause: this was probably due to the use of too high of a voltage or a prolonged activation of the device. A corrective and preventive action (CAPA-00294) is being processed regarding this problem to confirm the root cause.

Event description:
A facility reported on hook cev2295a 3pk n5 for hook handle (cev2295a). "We are still having problems with the hook inserts, which, as I mentioned to you, came loose during a procedure. Unfortunately, the hook insert could not be recovered." No additional information on whether extra procedure(s) were carried out, and any surgical delays reported.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: g4: PMA/510(k) #.